Manufacturer narrative:
Based on the available info this event is deemed a serious injury. No additional pt/event details have been provided to date. Should additional info become available a follow-up report will be submitted. A return sample for evaluation is not expected.

Event description:
A sales representative reported blisters occurring under the silicone border of aquacel foam dressing. The product was being used for therapy of a leg ulcer, usage of product was stopped and the blisters that occurred under silicone border were treated with an unk ointment.